Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus and station was rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in the row c of auxiliary drawer 4.2 were not detected on the bus. A field service engineer (fse) removed the drawer back plate and reseated the row board cable connection to resolve the issue. After restarting the station, the fse completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.